Event description:
It was reported that a cracked tube occurred before use with a bd vacutainer® z (no additive) plus urine tube. The following information was provided by the initial reporter, "it was reported during bd internal testing that the tubes failed drop test under ratings 3 and 4 which are considered to have exposure to blood borne pathogens. Bd vacutainer® urine tubes catalog # 364915. As part of CAPA 54720,we found that above mentioned catalogs had failures of drop test under ratings 3 & 4 which are considered to have exposure to blood borne pathogens. Each catalog had 300 nominal dosed samples and 300 maximum dosed samples for drop testing. All the samples are tested. There is no root cause found for these failures. Irradiation dose (kgy): maximum (35.6-42.6)". 5 occurrences were reported.

Manufacturer narrative:
The lot for these complaints were for testing purposes only and not commercially released lots. The complaint should be considered cancelled.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked tube occurred before use with a bd vacutainer® z (no additive) plus urine tube. The following information was provided by the initial reporter, "it was reported during bd internal testing that the tubes failed drop test under ratings 3 and 4 which are considered to have exposure to blood borne pathogens. Bd vacutainer® urine tubes catalog # 364915. As part of CAPA (B)(4), we found that above mentioned catalogs had failures of drop test under ratings 3 & 4 which are considered to have exposure to blood borne pathogens. Each catalog had 300 nominal dosed samples and 300 maximum dosed samples for drop testing. All the samples are tested. There is no root cause found for these failures. Irradiation dose (kgy): maximum (35.6-42.6)" 5 occurrences were reported.